Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that the audio bolus button was intermittently responsive. There was evidence of contamination found under the audio bolus button key contact. Unrelated to the complaint, evaluation revealed a dim and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient reported that the audio bolus button required multiple button presses to activate desired pump functions. There was no reported patient impact associated with this complaint.